Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "a review on device labeling is adequate to prevent the reported event. Uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only." H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that patient had trans urethral plasmakentic vaporization of prostate electricity cut method + bladder calculi holmium laser lithotripsy. The patient was placed with catheter. It was reported that the patient felt that the balloon in the bladder was ruptured. It was reported that the urinary catheter connected to the bladder was not flushed smoothly. The patient complained of abdominal discomfort and urethral orifice pain. The doctor gently pulled the catheter. The catheter had slipped out of the urethra and there was red urine at the urethral orifice. The doctor reinserted the three-chamber catheter. Tube, the urine was light red, and then the bladder was flushed, the color change of the urine was observed, and the patient was explained and comforted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient had trans urethral plasmakentic vaporization of prostate electricity cut method + bladder calculi holmium laser lithotripsy. The patient was placed with catheter. It was reported that the patient felt that the balloon in the bladder was ruptured. It was reported that the urinary catheter connected to the bladder was not flushed smoothly. The patient complained of abdominal discomfort and urethral orifice pain. The doctor gently pulled the catheter. The catheter had slipped out of the urethra and there was red urine at the urethral orifice. The doctor reinserted the three-chamber catheter. Tube, the urine was light red, and then the bladder was flushed, the color change of the urine was observed, and the patient was explained and comforted.